Event description:
Nurse administered dose of novolog insulin using insulin pen. When removing needle from pen, it fell apart in the pt's bed. The spring popped out and the needle guard. No injury was incurred by anyone involved. FDA safety report ID# (B)(4).